Event description:
On november 14, 2007, the lay-user/patient contacted lifescan alleging that a one touch basic meter was giving a "not ok" message. The patient tests her blood glucose 3-4 times a day. She typically tests before meals and sometimes during the middle of the night. She takes 25 units of novolog insulin before breakfast and 15 units of lantus insulin in the afternoon. In addition, the patient also takes 45 mg of glyburide and actos (unknown dosage) in the afternoon. The patient does not take any of the medications if she knows her blood glucose is low and possibly below 60 mg/dl. The patient indicated that the alleged meter issue started one day earlier, at around 9:00 am. Earlier that same morning before breakfast, the patient obtained a meter of "247 or 345 mg/dl" on the reported meter. The patient proceeded to take her 25 units of novolog insulin and ate breakfast. Later that same morning at around 9:00 am, the patient developed symptoms of trembling, sweating, and feeling like she was going to pass out. The patient then attempted to test her blood glucose at that point but encountered the "not ok" issue. The patient did not know if her blood glucose was high or low. She explained that she has the same reported symptoms when her blood glucose is high. Throughout the rest of the day, the patient tried to test her blood glucose several times but kept getting the "not ok" message. She continued to take her lantus insulin, glyburide pill, and actos pill during the afternoon, by 8:00 pm that same day, the patient called her brother-in-law and asked him to bring his meter over so she could test. The patient tested her blood glucose and got a result of "43 mg/dl". At that point, the patient realized her blood glucose was low and ate candy to relieve her symptoms. The patient denied receiving medical treatment from a health care provider. During troubleshooting, the customer care advocate (cca) discovered that the patient's test strips had expired 5 months ago. Also, the cca noted that the patient's one touch basic meter was manufactured for international use. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient had symptoms suggestive of hypoglycemia and was unable to test her blood glucose for about 11 hours. The patient stated that she would not have taken her medications for diabetes if she had known her blood glucose was low.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.